Event description:
It was reported that during an unk procedure, the anastomosis was not complete. Not known how the procedure was completed. No pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.